Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure it was noted there was a broken haptic. The wound was enlarged to exchange the lens with an unknown model lens. Additional information was received which indicated sutures were placed in the cornea, resulting in induced astigmatism.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. The plunger has been fully advanced outside the tip. An unapproved solution is observed in the device. The lens was returned in a lens case. One haptic is broken and the optic is cracked in a pattern that may have been caused by the plunger tip. Results from the product history record review indicated the product met release criteria. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not approved for this device. The use of an unapproved viscoelastic may contribute to misfolding of the trailing haptic or other unpredictable outcomes, which may result in lens damage or improper delivery. Due to the condition of the returned samples, the damage is most likely related to customer handling. Stress to the tip of the device and the lens damage may indicate the lens was not in a proper position for advancement and may indicate plunger underride. (B)(4).